Event description:
Customer health care had scheduled four (4) pts for the agile procedure. However, a newly hired medical assist administered pillcam eso2 capsules, instead of the agile capsules. One of the pts developed abdominal pain and was admitted to hosp. The treating physician decided to surgically remove the pillcam eso2 capsule. Pillcam eso2 capsule in other 3 pts passed naturally.

Manufacturer narrative:
Agile capsule is an accessory to pillcam video capsule. Agile's capsule intended use is to verify adequate patency of gastrointestinal tract prior to administration of pillcam video capsules in pts with known or suspected strictures, versus pillcam eso2 capsule which is intended for visualization of esophageal mucosa. Labeling design of both products demonstrates the distinction between the different indications for use of these products. Upon review of the labeling of the two products, it was determined that there are many differences which make it very difficult to confuse between them. Indeed, no other cases of such an error has been known to occur. No change in the current labeling is indicated following this incident: medical asst who made the mistakes was a new employee, and following this event has been fired by the customer. Given imaging rep re-trained the user facility staff on the different products. Adminstration of pillcam eso2 in pts with known or suspected strictures is contraindicated, hence confusion between the capsules is an user error which caused to retained capsule and consequently to surgical intervention. No product malfunction occurred.